Event description:
A caller reported a malfunction on the pump. There was no adverse impact on the customer¿s blood glucose level. The customer did not experience any notable events prior to the malfunction, and technical support helped them reset the pump. The malfunction code did not recur, and the customer was informed they could continue using the pump, with instructions to call back if the issue recurred.